Event description:
Information received from the field does not address the patient's clinical status but notes that the device could not be interrogated. Intermittent pacing without capture at a rate of about 45 ppm was observed. The patient had a history of non-compliance with regard to regular office visits.